Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was having difficulties with the sensors. The sensor glucose and the blood glucose values had discrepancies. The sensor glucose reading was 120 mg/dl while the blood glucose reading was 250 mg/dl. While trying to correct these values the insulin pump alarmed calibration error. Then, input meter blood glucose alarmed, the customer tried correction this and got a second calibration error. The customer changed the sensor and got change sensor alert. Assistance was provided and information was given to the customer. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.